Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00142-00. The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic hysterectomy using an electrosurgical generator, a u512 error occurred. The customer allegedly tried 2 different transducers with the same result. After asked to separate the electrosurgical generator from the ultrasonic generator and check the linking screws, the screws were tightened, the unit was reassembled, and the error was no longer present. This resulted in a procedural delay of 35 minutes while the patient remained under general anesthesia. It was reported that the patient remained stable, however the laparoscopic hysterectomy was changed to an open hysterectomy due to patient adhesions and surgeon concern that the device would stop working.

Event description:
Trouble shooting was performed by the customer after the error message was received, and the problem was resolved by tightening the screws and reassembling the device. The procedure was then converted to an open hysterectomy due to patient's adhesions.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure and the conversion was unrelated to the device, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was not returned to olympus for inspection; however, the reported failure was confirmed as the issue was resolved by the customer with troubleshooting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to customers reported event: cause traced to user. Olympus will continue to monitor field performance for this device.